Event description:
It was reported that during implant, after fixing the lead it was noted that the lead exhibited intermittent capture, high impedance and unacceptable thresholds. An insulation anomaly was noted under the suture sleeve. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.